Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the patient's tachycardia settings were disabled in the past and the right ventricular lead exhibited high defibrillation impedance for at least the past year. The patient would be monitored and further options would be discussed. The patient was in stable condition.